Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
If explanted, give date: not applicable as to date the lens remains implanted and therefore not explanted. (B)(6). (B)(4). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during the implantation of the intraocular lens (model pcb00 +24.0 diopter) the lumen of the cartridge cracked at the top of the tip. The trailing haptic was not folded on the optic and got stuck inside the crack of the lumen. The surgeon managed to release the haptic by using a pincet inside the patient's operative eye. This caused damage to the haptic which was partly torn off. Reportedly, the surgeon decided to keep the lens into the eye as the haptic was not 100% torn off and it looked like the lens was stable in the eye. No further information was provided.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 9/27/2018. Device returned to manufacturer? Yes. Device evaluation: the preloaded delivery system was returned at the manufacturing site for evaluation. Visual inspection under the microscope showed that the plunger and push-rod were in advanced position. Residue of viscoelastic material was observed on the cartridge. No damage was observed to the cartridge tip. Only one (1) haptic was observed detached and stuck inside the cartridge. The condition of the returned sample was consistent with a product that was handled and prepared for surgical process. The customer's reported complaint as haptic torn off and stuck in the cartridge was verified. However, cartridge tip cracked was not verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. Historical data analysis: a search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.